Event description:
Reportedly, a follow-up was performed on (B)(6) 2020. A replacement procedure was scheduled for (B)(6) 2020 because the subject pacemaker was reaching the recommended replacement time (rrt). The patient communicated having suffered from syncope since the last follow-up, and that no fall occurred prior to the syncope. The device was interrogated before the replacement and it was observed that the ventricular lead impedance was below 200 ohms. Review of the episodes recorded in the device memory revealed ventricular capture failure, which had most probably caused the syncope according to the technicians. Before the replacement, the ventricular pacing output was programmed to the maximum amplitude in order to try to ensure ventricular capture. During the re-intervention, the right ventricular lead was abandoned, a new lead was implanted and the pacemaker was replaced. Preliminary analysis results confirmed the reported low ventricular lead impedance and ventricular capture failure. These issues were most probably due to a ventricular lead issue. Based on available data, normal battery depletion occurred based on hrs guidelines.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing the united states.

Event description:
Reportedly, a follow-up was performed on (B)(6) 2020. A replacement procedure was scheduled for (B)(6) 2020 because the subject pacemaker was reaching the recommended replacement time (rrt). The patient communicated having suffered from syncope since the last follow-up, and that no fall occurred prior to the syncope. The device was interrogated before the replacement and it was observed that the ventricular lead impedance was below 200 ohms. Review of the episodes recorded in the device memory revealed ventricular capture failure, which had most probably caused the syncope according to the technicians. Before the replacement, the ventricular pacing output was programmed to the maximum amplitude in order to try to ensure ventricular capture. During the re-intervention, the right ventricular lead was abandoned, a new lead was implanted and the pacemaker was replaced. Preliminary analysis results confirmed the reported low ventricular lead impedance and ventricular capture failure. These issues were most probably due to a ventricular lead issue. Based on available data, normal battery depletion occurred based on hrs guidelines.